Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had become unresponsive, displaying the carefusion screen as a result of a software malfunction. A technical support specialist accessed ciisafe es remotely via rss and performed a reboot of the device using beyond trust, which allowed for an update of ciisafe es that rectified the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ cii safe es unexpectedly stopped responding on the carefusion screen. The customer stated that the user was able to remove the medication from another station without experiencing significant delays. Additionally, the customer mentioned that while there had not yet been any delays in patient care, such an occurrence could potentially lead to delays. There were no adverse events or injuries reported based on this event.